Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 05/12/2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 479mg/dl with extreme thirst, nausea, and symptoms of dehydration. The patient reportedly self-treated with insulin via the pump after receiving phone advice from their healthcare provider. The patient reportedly remained on the pump. The reporter noted that the patient's healthcare provider made basal rate changes associated with the alleged bg excursion. During troubleshooting, the reporter stated that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal delivery discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: a review of the pump histories indicated that the last bolus delivery was a 6.25 unit bolus at 11:44 on (B)(6) 2016. The last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate; at the end of the 24 hours, the basal history correctly showed 2.0 units per hour and the total daily dose history correctly showed 48.0units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. There were no delivery interruptions and no errors, alarms, or warnings during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).